Event description:
It was reported that the catheter separated. A 135/10 renegade hi-flo catheter was selected for use. During the procedure, it was reported that the catheter became separated and it appeared to have been stretched out at the distal end. It is unknown at what point during the procedure this issue occurred. The procedure was completed with another of the same device. There were no patient complications reported. Patient's condition is fine. Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. This device showed damage consisting of 1 fracture on the shaft. The fracture was located 7cm from the hub. This device looked to be unused and no blood or bodily fluids were found on the product. The most likely failure is consistent with removal from the shipping tube even though the tube was flushed per the dfu. No stretching of the tip was noticed on the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter separated. A 135/10 renegade hi-flo catheter was selected for use. During the procedure, it was reported that the catheter became separated and it appeared to have been stretched out at the distal end. It is unknown at what point during the procedure this issue occurred. The procedure was completed with another of the same device. There were no patient complications reported. Patient's condition is fine.